Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed with a 20x45mm non-medtronic balloon. The first valve was deployed at the ideal height of 3mm on the non-coronary cusp (ncc), but high on the right coronary cusp (rcc) (-1mm). The valve was recaptured for repositioning. During the second deployment attempt, the valve depth was at the accepted height of 7mm on the ncc and 1mm on the rcc. The valve was fully deployed slowly and continuously with no movement of the prosthesis. However, after one minute, while the delivery catheter system was in the ascending aorta and being withdrawn, it was identified the valve had migrated to the aorta. The patient presented with aortic insufficiency and a pressure drop. A second was quickly loaded, inserted into the patient, and placed at an implant depth 10mm high. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, there were no patient factors that contributed to the valve migration. The weight was received and added to section a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were received for review. 1269 angiogram images and a computed tomography (CT) scan were provided for review of the event. The CT scan was reviewed with imaging services to confirm appropriate valve selection. The event refers to a 29mm evolut pro. Annulus perimeter confirms proper valve size. Valve load inspection was provided for the first valve and is a good load. A baseline angiogram shows ideal position of the reference pigtail at the bottom of the non-coronary cusp (ncc). A pre-implant balloon aortic valvuloplasty (bav) was performed prior to implantation. Imaging shows depth assessment at 80% deployment, 4-5mm at the ncc and -1mm at the left coronary cusp (lcc), respectively. The valve was properly recaptured. During the second deployment attempt, a kink can be seen within the capsule which is usually a sign of tension within the system. Medtronic recommends removing all tension from the system prior to final release. In this case, the tension is visible. Second deployment and depth assessment are performed in one view (lao) only. Depth at the lcc is 1mm; however, depth at the ncc cannot be accurately confirmed because there is no cusp overlap views to support, so it is an estimate. Based on the lao view the estimated depth at the ncc is 6-7mm. Additionally, the delivery catheter system (dcs) is visibly on the outer curve of the aorta which means that upon final release the valve is expected to shift. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth 1mm or 5mm. The valve was released, and final position was subannular causing significant paravalvular leak (pvl). The dislodged valve was moved out of the way and a second valve was implanted at 10mm depth. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, based on the event description that the valve dislodged, this may have played a role in the reported aortic regurgitation. In summary, the cause for the reported valve dislodgement / movement is most likely the result of the valve being implanted at a depth different than medtronic's best practices which states an implant depth of 3mm, as well as the reported kink that was noted in the dcs which indicates tension in the dcs that can lead to valve dislodgement. It was also noted that the dcs was on the outer curve of the aorta, meaning that when the valve is on final release, it is expected to shift in position under these conditions. As the valve was released, the final position was noted as being subannular which then led to the reported pvl and most likely the reported hypotension. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.